Manufacturer narrative:
(B)(4). No tests/laboratory data available. The implant or explant dates are not applicable to this device.

Event description:
This case was reviewed and investigated according to the manufacturer's policy. The customer reported that the catheter tip broke off before using in the patient. A second device was used to complete the procedure. No patient injury occurred. Visual and microscopic inspection was performed on the returned device. The reported broken tip was observed during the investigation. Stretching and some sanguineous material was observed at the sites of separation. The probable cause of the tip separation is damage in use, likely from an excessive pulling force as evidenced by the stretching observed at the separation sites. Per IFU, "do not advance the guide wire against significant resistance. If binding occurs between the catheter and the guide wire while inside the patient, carefully remove both the wire and catheter and do not use." Strain, impact, and forces associated with handling may affect the integrity of the device. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. This product problem is being submitted because there is a potential for harm if the malfunction were to recur.